Event description:
Lead repositioned six times. Blood pressure dropped and fluid observed on echo. "...thought lead had perhaps perforated..." Patient stabilized and there was not need for intervention.